Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to healing issue. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2021-03763. This report is submitted on january 13, 2023.